Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the common femoral vein with a prostyle device using the pre-close technique. Reportedly, the first device was a successfully deployed. However, after deploying the second device, there was resistance during device removal. After closing the lever and retracting the footplate, the device was successfully removed. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history were not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that contribute to difficult to remove, include, but not limited to tissue or suture caught in foot, or the foot was partially retracted or device interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.